Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemic seizure. As a result of the hypoglycemia, the customer fell and hit his head. The reported blood glucose reading was 98 mg/dl at the time of the report. Troubleshooting was performed. The insulin pump was programmed correctly. The displacement test passed. The customer was disconnected during priming. Nothing further was reported.